Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, when they use the vent in niv mode the patient sat levels were not stable so they swapped the unit. There was no reported patient injury.

Manufacturer narrative:
The customer advised the ge healthcare repair depot that they do not want this system repaired and asked that it be returned unrepaired. The customer advised the ge healthcare repair depot that they do not want this system repaired and asked that it be returned unrepaired.